Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited pacing impedance values greater than 2000 ohms, an increase in pacing threshold values, and a decrease in sensing values. It was suggested that pocket manipulation tests and an chest x-ray be performed. The physician mentioned this system will be revised in the future. Subsequently, additional information was received that a revision procedure took place. After several repositioning attempts of this rv lead, the physician elected to replace this lead. There were no adverse patient effects reported.

Event description:
---

Manufacturer narrative:
This rv lead was explanted, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observations indicated a complete lead was returned. There were setscrew marks noted on all the terminal connectors. The clear medical adhesive was torn/separated from the expanded polytetrafluoroethylene (eptfe) at the proximal end of the spring electrode, and the proximal spring was stretched at this point. There was a gore abrasion noted on the proximal end of the distal shocking coil. The gore abrasion possibly rubbed against something hard, possibly another lead. There was also note of a cut in the insulation at 38 cm from the is-1 pin, which was most likely induced at the explant procedure. The initial allegations of high pacing impedance and threshold measurements, and decreased sensing measurements were not confirmed through analysis. The direct current (dc) resistance tests showed conductive paths to be in specification.